Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received two coolsculptings treatment to the upper abdomen and lower abdomen and may have developed paradoxical adipose hyperplasia in the treated areas.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid and lower abdomen on (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (pah/ph) after treatment. Patient diagnosed with pah (B)(6) 2023.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, b5, d1, e1, e2, e3, g2 and h6